Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm during priming. Customer's blood glucose was 280 mg/dl and also reports that blood glucose had dropped to 30 mg/dl while at therapy. Customer was taken to the emergency room on (B)(6) 2015 with blood glucose of 60 mg/dl. After troubleshooting for no delivery, it was found that insulin pump was working as designed. During troubleshooting for low blood glucose, it was found that time on insulin pump was not correct. Customer reports that insulin pump was exposed to MRI. Healthcare professional adjusted basal rates and insulin pump passed displacement test. Customer was advised that two reservoirs would be replaced and to monitor insulin pump. No further information provided.